Event description:
It was reported that the patient experienced absorption issues with four infusion sets on (B)(6) 2026, resulting in high blood glucose. The event was treated with a correction bolus via the pump, the infusion set was replaced, and insulin delivery was successfully resumed. The infusion set had been in use for less than one day.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).